Event description:
The pt's leads were replaced. The reason for the replacement was not reported. The pt was doing well following the surgery. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).